Event description:
It was reported to philips healthcare that the ECG cable was damaged. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.